Event description:
On (B)(6) 2010 lead programmed to unipolar sensing on the vas r-waves were boarderline 2.8-4mv) on mdt analyzer bipolar and 5-7mv unipolar. (B)(6) medical center, (B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).